Event description:
It was reported that the ilet bionic pancreas displayed repeated ¿alert 38¿ motor stall notifications after a supply change and multiple restarts, and the user was unable to complete tubing fill despite a successful rewind, consistent with a device motor stall affecting the insulin delivery mechanism. Symptoms included the need to use subcutaneous insulin via pen to maintain therapy. Outcomes included interruption of insulin delivery requiring alternative insulin administration and replacement of the device.

Manufacturer narrative:
Investigation included remote troubleshooting, a dry run attempt, and verification of device operation steps. Investigation of this case revealed persistent motor stall alerts that were not resolved with priming and rewinding, indicating a stalled drive system. It was concluded that the device experienced a motor stall with unresolved insulin delivery, and a replacement device was provided while the user continued glucose sensing with dexcom and used pen insulin as needed.